Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: sept 02, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device revealed that viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. Stress marks were observed on the cartridge tip; the cartridge tip and cartridge was damaged. No issues were observed with the lens module, device assembly, and plunger advancement. The plunger rod tip was bent. The lens was cleaned revealing a mark on the lens. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was wasted due to being loaded incorrectly during implantation. Additional information revealed that the lens was inserted into the eye, doctor reported it was loaded incorrectly, lens removed and new lens placed. There was no harm to the patient and patient is doing well. No further information is available.